Event description:
Related to MFR report # 2183959-2012-02998. It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc system on or about (B)(6) 2008, to treat stress urinary incontinence and cystocele. In (B)(6) 2008, the plaintiff began experiencing right superpubic pain, vaginal discomfort with activity and vaginal pain with prolonged sitting. The plaintiff was treated with vaginal cream. After weeks of therapy, there were no signs of improvement, so the plaintiff sought further medical consultation. On (B)(6) 2008, the plaintiff was hospitalized and treated for a severe urinary tract infection. On (B)(6) 2009, doctors performed a cystourethroscopy and diagnosed the plaintiff with blood per her vagina and gross hematuria of an unclear etiology. In (B)(6) 2010, the plaintiff obtained further medical consultation for excruciating hip and pelvic pain. In (B)(6) 2010, the plaintiff was again diagnosed with hematuria. A computerized axial tomography scan of the abdomen and pelvis was ordered in an attempt to determine the cause of the plaintiff's chronic hematuria and bowel changes. In (B)(6) 2011, the plaintiff was hospitalized and diagnosed with gross hematuria of an unclear etiology. In (B)(6) 2012, the plaintiff was treated for hematuria, constipation, bowel changes, and abdominal pain. Plaintiff's treatment is still ongoing and her medical issues have not been resolved.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).